Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Device in wrong position: since product wasn't returned for investigation and insufficient clinical details were provided, the cause of the device in wrong position could not be determined. Low pump flow: since neither product nor data logs were returned for investigation, the cause of the low pump flow could not be determined. Ischemia: the cause of the injury was unable to be determined due to insufficient clinical details. Pain in extremity/pain/hypotension/major bleed: the cause of the injuries were not determined due to insufficient clinical details. Updated clinical review: impella cp was implanted via femoral access in a 67-year-old male for acute myocardial infarction and cardiogenic shock. During the patient¿s hospital course, multiple clinical events and interventions were documented in the setting of severe critical illness. Imaging identified the device to be positioned slightly deep, and standard repositioning was performed with successful resolution and no evidence of hemolysis. The patient experienced bleeding events related to large-bore vascular access and anticoagulation, including oozing at the groin insertion site associated with the introducer sheath, which required dressing changes and hemostatic measures. Additional bleeding and ischemic complications occurred in the context of cardiogenic shock and vascular disease. Extremity pain and hypotension were noted during periods of hemodynamic instability, and medications were administered as part of routine clinical management. Blood products were given in response to clinical deterioration. A separate complication involved right upper extremity compartment syndrome following radial artery access for left heart catheterization, requiring surgical fasciotomy and wound vacuum placement. This event was anatomically remote from the femoral impella access site and unrelated to impella cp device function. Despite ongoing medical and surgical interventions, including device repositioning and subsequent device removal as part of clinical management, the patient¿s condition progressed to multisystem failure. The impella cp will be reported for the following events. Pump-related patient events included surgical intervention, device repositioning, death, pain, major bleeding, ischemia, hypotension, pain in extremity, medication required, hemostasis, blood transfusion, and medical device removal. Separately, events associated with the 14 french introducer included minor bleeding and minor injury at the access site. The device is conservatively reported as a death. Comprehensive review of all reported events and patient outcomes did not identify evidence to suggest device contribution to the reported events. The clinical course is attributable to the patient¿s underlying acute myocardial infarction, cardiogenic shock, procedural complexity, and comorbid conditions. No causal relationship between the impella cp device and the patient¿s death was established. Patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: a 67 year old male was supported with an impella cp (sn (B)(6) placed via the right femoral artery on (B)(6) 2026 for acute myocardial infarction and cardiogenic shock. The patient experienced multiple clinical complications during impella support¿including bleeding, suction events, hemodynamic instability, and limb ischemia¿ultimately electing withdrawal of care. The reported event includes major blood transfusion, ischemia are consistent with the patient¿s critical illness and known risk per IFU. Access site bleeding is a known risk per the IFU due to the therapy¿s anticoagulation and purge requirements. And expiring with the device in place. The patient experienced a "placement signal low" alarm with ps 161/22 (99); echocardiography again showed a depth of 5 cm, and the impella was repositioned with resolution. The patient experienced multiple suction alarms associated with hypotensive, vagal like episodes requiring vasoactive support, with active bleeding considered a contributing factor. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition.